Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, it was determined that loss of connection was related to the mobile application. Data was provided for evaluation. Loss of connection was confirmed. Reportedly, the smart device operating system was not a supported system. The root cause was determined to be no communication and a gap between logs. No additional event information is available. Labeling indicates: the dexcom g5 mobile app is only compatible for select smart devices and mobile operating systems.